Event description:
Customer reportedly received results of 171 mg/dl and 89 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results; self treated. No actions taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent. No serious injury or death noted.